Event description:
It was reported that the jam shidi broach broke

Manufacturer narrative:
Method: risk assessment. Results: visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: due to the multifactorial nature of this event a root cause could not be determined conclusively.

Event description:
It was reported that the jam shidi broach broke.